Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer received unspecified low reading with a difference of 30 to 50 points when compared to competitor meter. Customer experienced loss of consciousness and was transported to the hospital where a unspecified reading was obtained on the hcp meter and treated with insulin injection, statin and apenolol. Customer additionally reported that MRI, EKG and eeg tests were carried out in the hospital. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer received unspecified low reading with a difference of 30 to 50 points when compared to competitor meter. Customer experienced loss of consciousness and was transported to the hospital where a unspecified reading was obtained on the hcp meter and treated with insulin injection, statin and apenolol. Customer additionally reported that MRI, EKG and eeg tests were carried out in the hospital. There was no report of death or permanent impairment associated with this event.